Event description:
It was reported that during a training/demo of the da vinci system, the prograsp forceps instrument had a broken cable. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instruments were used during a training operation on a pig.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.